Event description:
It was reported during pre-surgery for an unspecified spine surgery, it was observed that the motor device would not run prior to the start of the surgery. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed in and the console device did not recognize the device. It was determined that the pushed in pin was due to the connector not being properly aligned and forced into the female connector when it was plugged into the console device. It was determined that this caused the console device to not recognize the motor device. It was also observed that the flex circuit was cracked and the device had noise and vibration. It was determined that the device showed signs of corrosion indicative of damage caused by immersion during cleaning which was failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.